Manufacturer narrative:
The device was rec'd. Investigation is not complete. The device history was downloaded at the user facility. A review of the device history on (B)(4) 2011 at 1435, the device was programmed with tpn with taper up & down, a vtbi of 4000ml, taper up 1 hour, taper down 1 hour, for a 16 hour duration, & a 4050ml container size. At 1437, the device was powered off. At 1859, the device was powered on. Between 1903 & 2023, the delivery was started and taper up occurred. A new date stamp on (B)(6) 2011 occurred. Between 1004 & 1104, taper down and an end of infusion alarm occurred. At 1107, the infusion was stopped. At 1113, the device was powered off. Between 1830 & 1831, the device was powered on and a new container is indicated. At 1837, the infusion was started & taper up occurred. A new date stamp on (B)(4) 2011 occurred. Between 0938 & 1038, taper down & end of infusion alarm occurred. Between 1042 & 1043, the delivery was stopped and the device was powered off. A review of the history indicates the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt rec'd less medication than intended. On (B)(6) 2011 at an unspecified time, the device was programmed to deliver tpn (total parenteral nutrition) with lipids, with a 1hr taper up, a 1hr taper down, a 4000ml vtbi (volume to be infused), for a duration of 16 hours, a 4050ml container size. On (B)(6) 2011 at an unspecified length of time, the delivery was started. After an unspecified length of time, the pt's wife reported the device alarmed for end of infusion, and 300ml was left in the bag, instead of the expected 50-100ml. The physician was notified by the homecare nurse. No medical interventions were required. At an unspecified time, therapy was continued using the same device and programming, with a new container and tubing set. On (B)(6) 2011, at an unspecified time, the homecare nurse reported the device alarmed for end of infusion, at that time approx 500ml remained in the container, instead of the expected 50-100ml. The device was removed from clinical service. The physician was notified. The pt was instructed to go to the emergency room for evaluation. It was reported the pt had a prescheduled appointment at an unspecified time for the emergency room and decided to wait to go until that time. At that time, the pt rec'd an unspecified volume of unspecified hydration fluids. It was reported the pt returned home the same day. Therapy was resumed using a replacement pump. There were no reported adverse effects. Though requested, no additional information was provided.